Manufacturer narrative:
Correction: d6a, d6b; implant and explant date should not be populated due to initial implant.

Event description:
It was reported that during an implant procedure, an operation issue with the lead was noted which resulted in multiple repositioning of the lead. High pacing impedance and loss of capture were then noted. The implant was stopped and postponed. No adverse patient consequences were reported.

Manufacturer narrative:
Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.